Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient had a pocket revision procedure done due to superficial reasons. During the procedure, the physician was removing ingrown tissue from the leads with a blade. It was recommended not to use the blade near the leads. All values were normal and in range prior to procedure. During the procedure, the measurements of the implantable cardioverter defibrillator and leads were checked. It was noted that there was no capture on the left ventricular lead at max output. The impedance had gone down for both leads. Another physician was brought it and it appeared that the leads had been damaged. The pocket revision was completed. After the procedure measurements were recorded and there was no atrial capture, atrial and ventricular lead impedance was low, and both sensing had decreased. The device was programmed to a single chamber (vvi). The patient was observed overnight and discharged home the following day. The physician decided to the leave the device programmed vvi and had no lead revision.